Manufacturer narrative:
It was reported that mesh was implanted along with concurrent anterior colporrhaphy of bladder & vagina due to rectocele and vesicocele repair.

Event description:
It was reported that the patient underwent a surgical procedure to treat stress urinary incontinence and pelvic organ prolapse on (B)(6) 2002 and a sling was implanted. The patient experienced pain, erosion of her internal bodily tissue, and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced recurrent urinary tract infection.

Event description:
Details: it was reported that following insertion the patient experienced recurrent urinary tract infection .

Manufacturer narrative:
(B)(4).